Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she wore her insulin pump in the pool. She stated that there is now fluid under the display. Her blood glucose was 125 mg/dl. During troubleshooting, the customer said that the insulin pump was not dropped and did not have any cracks. She did mention that she tried taking everything out to allow it to dry and received a failed battery test alarm. She put in a new battery and said that the buttons did not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was being returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alarm noted, however moisture damage found on the lcd board. All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window.